Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. It was indicated the wrong lens was implanted which a medical team deemed logically could have resulted in refractive surprise. The lens was explanted and replaced with a longer length, different power lens. The problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).